Manufacturer narrative:
Health effect impact code: f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative later reported left side capsular contracture baker grade unknown and mild chronic fibrosed inflammation. Ultrasound was performed. This relates to the left device. Device has been explanted and replaced with non-allergan device..